Event description:
The esg-400 electrosurgical generator was returned to olympus for repair with the customer reporting that the device does not respond when the power switch is pressed. During the inspection, the hf-generator was found to issue error message e433. There is no indication that any of the failures occured during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus medical systems vietnam co.,ltd. (Ovn) repair center (returned to ovn on 2022/12/15. During the evaluation at ovn, the hf generator issued error message e433, which was traced back to a defective hvps board. Thus, this incident was attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The problem reported by the user that the device does not respond after pressing the power switch is most probably the result of error message e433, since in this case the device can no longer be started normally. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).